Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 05/22/2023. It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced a broken sensor wire which occurred the day the sensor had been inserted in the arm. When removing the sensor, the wire got stuck in the skin. The patient did not notice it immediately and the site became infected. The patient stated that she had 2 cm of inflammation, and that the sensor site was red. The patient reported she used bepanthem cream for treatment and that surgery was indicated because of the infection. On (B)(6)2023, the sensor wire was surgically removed during an outpatient operation. It was reported that 2x3x5cm of skin had to be removed to be able to remove the sensor wire. The patient reported she will have to visit the trauma surgery department again multiple times for treatment. Right after the surgery the member stated the right arm cannot be used and she has a strong pain. During a follow up with the patient on (B)(6)2023, the patient stated that the week before, she had the stitches removed (she had 4 stitches). The wound had only healed at the outer ends but was still open in the middle. Apart from disinfection and dressing changes, there was no further treatment or surgery that had been necessary or performed. The patient stated she was on sick leave, but because of foot condition that was caused before. The patient did not yet receive information on whether a part of the sensor thread was found in the operated tissue area. She stated she is on the road to recovery and can use the arm again, but no sensor can be placed there. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced a broken sensor wire which occurred the day the sensor had been inserted in the arm. When removing the sensor, the wire got stuck in the skin. The patient did not notice it immediately and the site became infected. The patient stated that she had 2 cm of inflammation, and that the sensor site was red. The patient reported she used bepanthem cream for treatment and that surgery was indicated because of the infection. On (B)(6) 2023 the sensor wire was surgically removed during an outpatient operation. It was reported that 2x3x5cm of skin had to be removed to be able to remove the sensor wire. The patient reported she will have to visit the trauma surgery department again multiple times for treatment. After the surgery, the member stated the right arm cannot be used and she has a strong pain. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.